Event description:
A report was received that the patient underwent an explant procedure due to procedure related methicillin resistant staphylococcus aureus infection. The patient's symptom was visible infection at the pocket site and the infection has spread systemically. The patient was given intravenous antibiotics and was reportedly still in the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, lot #: 15320268, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.